Event description:
It was reported that the cuff's internal pressure considerably decreased after about 1 week of use. The patient was also using an artificial respirator, and the wheezing sounds often heard from the patient pointed to a faulty cuff. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Evaluation results: one portex blue line ultra (blu) tracheostomy tube was returned for investigation in used condition and without its original packaging. The sample was visually inspected, at a distance of 12 to 16 inches and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample. The device was also submerged under water in order to verify for leaks. A leaks was detected in the cuff of the returned sample.